Event description:
It was reported that there was a one link extension set would not connect to a non-baxter container. They user had to hold the devices together. This event resulted in blood getting on the nurses hand. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.